Event description:
During the procedure, the echelon powered vascular stapler ref# pve35a, did not fire as expected and became jammed after the second use. The surgeon had to use a different stapler to finish the procedure.